Event description:
It was reported that pump displayed malfunction alarm code malf 0 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, assisted caller with resetting pump, confirmed malfunction did not recur, and advised customer to continue using pump and call back if any malfunction alarms returned, which caller acknowledged and understood.